Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing confirmed the "up" and "backlight" keys to be intermittently unresponsive. The keypad was removed to inspect key contacts for contamination, which was found under the "up", "down" and "backlight" key contacts.

Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow and down arrow keypad buttons were unresponsive. The keypad was reportedly intact. The patient reportedly wore the pump under clothing in a pump case and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.